Event description:
During the procedure, contrast was injected and physician stepped on fluoro pedal - screen did not come on - no images could be seen. This happened three times during the case.device #1is this a laboratory device or laboratory test?no.